Manufacturer narrative:
The section on precautions in the instruction for use states "when using the noga-star catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the noga system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
It was reported that during mapping, the pt presented hypotension, syncope, and clinical symptoms of cardiac tamponade. Exploratory sternotomy revealed two tears of the anterior and lateral ventricular wall without active bleeding. Medical intervention was reported as pericardiocentesis. The two tears were sutured, and the sternum was closed after insertion of two surgical drains. Some time after the pt was transferred from the cath lab to the ccu, the pt's condition deteriorated and the pt had to be stabilized by cardiac surgery.